Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the gpos (general purpose operating system) would spontaneously reset. This issue is likely to have resulted in a system lock up. No pt death or serious injury was reported.